Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to return of his incontinence and air was observed in the components system. The patient had initial aus implant inserted in 2014. The device has worked well for years until in (B)(6) 2019 on a 4wd driving holiday the patient insidiously experienced the return of his incontinence. It was suspected that the pressure of sitting on the cuff and over rocky terrain possibly led to changes within the device. A new artificial urinary sphincter consisting of a 5.5 cm cuff, pump, and balloon were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
Corrected data d4. Additional information d10, h3, h6, h10 d4 model number/catalog number 72400024 serial number (B)(4) batch/lot number 900977006 gtin (B)(4) description balloon fgs 61-70 cm expiration date 09/25/2019 h4: manufacturer date 10/14/2014 d4 model number/catalog number 72404127 serial number (B)(4) batch/lot number 895214020 gtin (B)(4) model/catalog description control pump fgs iz expiration date 08/13/2015 h4: manufacturer date 08/25/2014.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to return of his incontinence and air was observed in the components system. The patient had initial aus implant inserted in 2014. The device has worked well for years until in (B)(6) 2019 on a 4wd driving holiday, the patient insidiously experienced the return of his incontinence. It was suspected that the pressure of sitting on the cuff and over rocky terrain possibly led to changes within the device. A new artificial urinary sphincter consisting of a 5.5 cm cuff, pump, and balloon were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
Model number/catalog number 72400024 serial number (B)(4) batch/lot number 900977006 gtin (B)(4) description balloon fgs 61-70 cm expiration date 09/25/2019 manufacturer date 10/14/2014. Model number/catalog number 72404127 serial number (B)(4) batch/lot number 895214020 gtin (B)(4) model/catalog description control pump fgs iz expiration date 08/13/2015. Manufacturer date 08/25/2014 device evaluation: returned product consisted of a an ams800 occlusive cuff, pressure regulating balloon, and control pump. The ams800 occlusive cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded there was a pinhole in the cuff shell at a fold causing fluid loss and is a probable cause for the reported air in the system. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The ams800 pressure regulating balloon was visually and microscopically examined. No leaks were found. Functional tests were not performed due to the confirmed cuff leak. Inspection of the device presented no other damage or irregularities. The ams800 control pump was visually and microscopically examined. No leaks were found. The device was not functionally tested due to the confirmed cuff tear/leak.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to return of his incontinence and air was observed in the components system. The patient had initial aus implant inserted in 2014. The device has worked well for years until in june 2019 on a 4wd driving holiday the patient insidiously experienced the return of his incontinence. It was suspected that the pressure of sitting on the cuff and over rocky terrain possibly led to changes within the device. A new artificial urinary sphincter consisting of a 5.5 cm cuff, pump, and balloon were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.